Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise over-sensing on the right ventricular (rv). Programming changes were recommended. No patient symptoms or intervention was reported.